Event description:
Procedure type: vats. According to the reporter: the jaws would not open after the firing. The surgeon had to use another device and fire across the lung tissue between the upper and lower lobe. The surgeon was able to cut and remove the device from the patient cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).